Event description:
It was reported that during insertion of an intra-aortic balloon (iab), when the iab began to fill with blood once it passed the sheath. The iab was removed and replaced with a new one and therapy was continued successfully. There was no patient injury or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter with the one-way valve attached. No blood was visible inside the iab catheter. A kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint# (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), when the iab began to fill with blood once it passed the sheath. The iab was removed and replaced with a new one and therapy was continued successfully. There was no patient injury or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), when the iab began to fill with blood once it passed the sheath. The iab was removed and replaced with a new one and therapy was continued successfully. There was no patient injury, or adverse event reported.